Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not verify a problem with the electrocardiogram waveform. Analysis did find that the printer drawer test failed and the right antenna test failed.

Event description:
It was reported that the programmer was not getting a clear EKG (electrocardiogram) signal. A new cable was attempted, with the same problem. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.